Event description:
It was reported that during hepatic artery embolization case, subject coil was detached after five attempts of detachment. When the lumen of the microcatheter was flushed, fractured delivery wire came out. The procedure was completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that only partial delivery wire was returned. The coil delivery wire was found to be kinked/bent and was found to be broken/fractured. The main coil was not returned. There was dried procedural fluid present at the detachment zone. Functional test for coil delivery wire broken/fractured during use was confirmed during the analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the coil delivery wire was found to be kinked/bent and broken/fractured. Only partial part of the delivery wire was returned, and the main coil was not returned. There was dried procedural fluid present at the detachment zone. The reported coil delivery wire broken/fractured during use was confirmed during the analysis. The reported main coil long detachment could not be replicated during device analysis; however, the analysis results are consistent with the reported event. An assignable cause of procedural factors will be assigned to as reported main coil long detachment and as reported as well as analyzed coil delivery wire broken/fractured during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to as analyzed coil delivery wire kinked/bent as this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported that during hepatic artery embolization case, subject coil was detached after five attempts of detachment. When the lumen of the microcatheter was flushed, fractured delivery wire came out. The procedure was completed successfully without any clinical consequences to the patient.